Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy with vso procedure the tip of the active blade broke off in the patient during activation. The tip was removed through the trocar and the case was continued. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.